Event description:
It was reported that the patient experienced loss of therapeutic effect. There was no clear issue with the catheter. The pump was replaced, due to pump failure.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found - normal device function.